Manufacturer narrative:
For section h6 (type of investigation), the correct code instead of "analysis of information provided by user/third party" is "analysis of images". As per further information received, updated section b5 and removed code 4062 - air/gas in device from section h6 (device code). H6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Without return of the product, a complete investigation of the reported event is unable to be performed. Nevertheless, images provided for evaluation. The report of blood clot formation was confirmed, however the report of blood splash was unable to be confirmed from images provided. Images showed a close-up on a pressure tubing. Red material which appeared to be blood residues were visible in multiples zones of the pressure tubing and stopcock. No visible inconsistencies were found in the lass valves. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Based on the evaluation performed the issue could be concluded to be related to stuck sampling site. Based on the available information, there is no evidence related to manufacturing or supplier deficiencies that could cause the type of failure experienced by the customer. The root cause is likely related to the insertion technique and the use of marginal compliant luer syringes.

Event description:
As reported, in several occasions, when taking blood sample of this disposable pressure transducer with vamp with a luer slip syringe, vacutainer and gas syringes did not stay in situ well and the lass valve got stuck, causing blood clot formation and minimal blood splash when it slipped out of the port. No air entered into the patient. At least in two occasions, staff have been splashed in their face/eyes and had to go to ed to have bloods taken and oh appointment, the results were okay. Sales representative recommended to use luer lock syringes to ensure a secure connection to the port. There was no allegation of patient injury.

Event description:
As reported, in several occasions, when tacking blood sample of this disposable pressure transducer with vamp with a luer slip syringe, vacutainer and gas syringes did not stay in situ well and the lass valve got stuck, causing blood clot formation, air in the line and minimal blood splash when it slipped out of the port. At least in two occasions, staff have been splashed in their face/eyes and had to go to ed to have bloods taken and oh appointment. Sales representative recommended to use luer lock syringes to ensure a secure connection to the port. There was no allegation of patient injury.

Manufacturer narrative:
The device is not available for evaluation since it was discarded, an engineering investigation will be performed in order to consider any potential factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.